Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, fse initially conducted follow-up with the customer over-the-phone to address the reported event. They subsequently went to the site later that day to perform intervention/ repair. Fse replaced the sample loop, stator/ rotator, and rebuilt the pump. Next, they performed calibration, qc, and precision with out any issues. On (B)(6) 2016, fse followed up with the customer again to verify that the device was functioning properly. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sample loop.

Event description:
On (B)(6) 2016, the customer reported a gradual increase in positive bias for controls with their g7 analyzer. Technical support (ts) advised the customer to change the column, but they requested service. The customer reported that the last preventative maintenance (pm) was completed in (B)(6) 2016. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.